Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via phone that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor was pulled out after shuttling the repair suture. Everything was removed from the patient. The case was completed by opening a new ar-3636 knotless 1.8 fibertak soft anchor without issues. The case was delayed less than 15 minutes. No adverse effects on the patient were reported. This was discovered during a labral procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.